Manufacturer narrative:
(B)(4). Concomitant medical products: modular femoral stem press-fit plasma sprayed cementless size 10 cat: 00771301000 lot: 61813586, liner standard 3.5 mm offset 36 mm i.d cat; 00630505036 lot: 61796239, shell porous with cluster holes 54 mm o.d. Cat: 00620005422 lot: 61809032. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient was revised due to pain, loosening, periprosthetic fracture, elevated metal ion levels, comorbidities, hematoma, necrosis, in vivo corrosion, heterotopic ossification, difficulty ambulating, decrease in adls, pseudotumor, failure to osseointegrate, osteolysis, dislocation, adverse local tissue reaction, and instability.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.